Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. The original emdr was submitted to the non-production environment. This report is to submit to the production environment. The original emdr submission is attached.

Event description:
It was reported that the ultrasound catheter displayed a poor image during a cryosurgery atrial fibrillation (afib) procedure. The cables were replaced but without resolution. When the ultrasound catheter was replaced, the issue was resolved. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no result.